Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the applier was checked after a surgery the jaws were misaligned and the pivot pin was loose. Having confirmed with the sales representative, the device had been cleaned and processed after use when the issue was found. The user found it difficult to ligate the clips and found misalignment of the jaws during surgery.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-piece lot in february of 2020. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned, and the jaw pivot pin is slightly sticking out of one side of the outer tube assembly thus we are able to validate this complaint. After the initial evaluation this instrument was dis- ssembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod fingers to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
When the applier was checked after a surgery the jaws were misaligned and the pivot pin was loose. Having confirmed with the sales representative, the device had been cleaned and processed after use when the issue was found. The user found it difficult to ligate the clips and found misalignment of the jaws during surgery.